Event description:
It was reported that the customer's pump screen was dark and would not turn on. Blood glucose level at the time of the issue was between 54-500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to attempt several troubleshooting steps, but these efforts were unsuccessful. Consequently, technical support decided to replace the pump. The customer would use multiple daily injections (mdi) as a backup to maintain insulin delivery. Additionally, the customer agreed to return the faulty pump using a pre-paid label within ten days and was informed on how to put the pump into storage mode.